Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: ¿cs087¿ alarms observed in the blackbox. During the investigation, ¿cs069¿ alarm was reproduced during rewind - steps (13 and 17-22) failed due to alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. The ¿cs069¿ failure is written as ¿cs087¿ failure in the blackbox. The error is resident to flash chip (u39).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.